Event description:
A trilogy 100 device was returned to the manufacturer as part of the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, no evidence of foam was found. However, upon review of the error logs, an error code related to a battery failure was found. No repair recommendation has been recorded at this time.

Manufacturer narrative:
This report is to correct the become aware date and due date to 10/25/2024.